Event description:
It was reported that the patient's procedure was abandoned due to the inability to implant the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.